Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. Based on the information received, the investigation determined that the reported issue and the subsequent treatment appears to be related to operational context. In this case, it is likely friable tissue prevented hemostasis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date d4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the vessel was weakened and the suture was unable to grip properly [advanced but didn't achieve hemostasis due to frail vasculature]. A figure of eight stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.